Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the luer connector of a large volume infusor, causing fluid to leak into the overpouch. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: march 11, 2016 ¿ march 12, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed fluid inside the bag. Further examination revealed the direct cause of leakage was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified. The cause of the broken tubing was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.